Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 415 mg/dl. The customer uses manual insulin injections to treat her high blood glucose. The patient's current blood glucose is 156 mg/dl. The insulin pump was inspected; the drive support cap appeared normal. Further troubleshooting regarding the insulin pump was declined. No products were returned or replaced.